Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code b30. Based on the results of the investigation the most probable cause of the malfunction is traced to plug unit failure caused by damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope had no image on the screen. The issue was found during inspection for use. There were no reports of patient harm.